Manufacturer narrative:
A previous MFR report number has been sent today (B)(6)2023) but it was sent as follow up 1 whereas it should be an initial one. Therefore, the current MDR is sent.

Event description:
The device was found in standby mode. The corresponding .exp file was stored under a wrong name as follows: "c:\ela\synergy\reply\database\239fc364\20221027\ 239fc364.exp", instead of "c:\ela\synergy\reply\database\124fc423\20221027\239fc364.exp".

Event description:
The device was found in standby mode. The corresponding .exp file was stored under a wrong name as follows: "c:\ela\synergy\reply\database\(B)(6)\20221027\ (B)(6).exp", instead of "c:\ela\synergy\reply\database\124fc423\20221027\(B)(6).exp".

Manufacturer narrative:
Please see below the conclusions: - the event is due to an unexpected modification of the application path that is used to build the expert file path. - this is corrected in reply 1.21 version, therefore a smartview update will solve this issue. - no issue is suspected on the device (sn (B)(6). - no malfunction suspected on the subject orchestra+. For more details, please refer to the attached analysis report.